Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alerted low and still delivered micro bolus. Due to this, the customer experienced low blood glucose level of 64 mg/dl. The customers current blood glucose level was 122 mg/dl. The customer treated low blood glucose with food. Troubleshooting was performed and the insulin pump will be returned for the analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. (B)(4).